Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with a clip within the jaws; the clip was removed in order to measure jaws width and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, seven clips were fed and formed as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first firing, the clip did not come down from the device (the clip did not feed). On the second firing, the clips did not stay on tissue. It is unknown if any leak or bleeding occurred. It was not known how the staples appeared or how they were shaped. A cholangiogram was not done on this procedure. The case was completed with another device of the same product code. No patient consequences were reported. All known information was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: called customer who reported device did not feed clips on first attempted firing. Customer also said unknown if any leak or bleeding when clip came off of tissue as she was not in case, but no patient consequence was reported.